Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable connector overmold cover was pulled back, exposing a severed brown (-5v) wire. The cause for the failure was isolated to the severed wire in the trunk cable. The root cause for the severed wire could not be positively identified but was likely excessive force. No adverse event resulted from the severed wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the ecgs were non-functional.